Event description:
Customer called for assistance using the device. It was discovered the standard strip reading was out of calibration. The device was replaced. The defective meter was returned for investigation.